Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was received and evaluated. The device met specifications. The assignable cause for the iipv was insufficient drain, false empty detect and use error, initial drain alarm setting inappropriately programmed. Review of the service dates and activities revealed the previous return of the device was not for the reported problem of iipv. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through rtb-CAPA-(B)(4).

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice device. The iipv occurred on (B)(6) 2011 during drain cycle 1. The programmed fill volume was 2600ml and the total drain volume was 4204ml. This drain volume meets baxter's iipv criteria. No patient injury or medical intervention was reported.